Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately 5 months after primary surgery. Surgeon explanted 135/145 36/+3 standard humeral cup and replaced it with a 135/145 36/+6 standard humeral cup.